Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported that upon removal of a tampon the string broke leaving the tampon pledget inside her vaginal cavity. She was able to remove the pledget with assistance. She experienced pain and bleeding after the tampon pledget was removed from her vaginal cavity. She did not seek medical attention. She stated that her pain and bleeding improved.